Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during device inspection of the gastrointestinal videoscope, residual liquid or foreign material was observed. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1 (all information should be removed and replaced only by "olympus" in establishment name), g2 (deselect "user facility" and "other". Select "company representative") and h6 (component code). Additional information added to fields. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. No physical damage was found at the location. The event can be detected/prevented by following the instructions for use: instructions for use states the detection method in gif-1tq160 operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in gif-1tq160 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.